Manufacturer narrative:
Investigation revealed the patient data module (pdm) does not properly close the udp waveform stream upon disconnection from a carescape bx50 monitor when the pdm is reconnected to the host within a few seconds. This results in two active udp waveform streams sent to the host monitor. The issue occurs due to the pdm software.

Event description:
The customer reported a problem getting the sp02 off the patient, they swapped the pdm and then had a problem with the ECG. There was no reported patient injury.